Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'not alarming when door was open to load set when key was inserted' which was reproduced during evaluation. Evaluation revealed that the pump did not recognize an open door. The cause was determined to be a failed upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, the device was not alarming when door was open to load set when key was inserted. There was no patient involvement. No additional information is available.